Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tm at an account, they have a patient cooling that was above target. The nurses were having low flow issues. Tm stated they have checked pad connections, disconnected, and reconnected the pads, and swapped to a new arctic sun device sn# (B)(6). Tm asking if they should swap the pads out. Informed rep they would typically try placing the device in manual control without the pads to rule out the device issue before swapping pads out. Confirmed they may also try the third device before swapping the pads out as well. Per follow up information received via mail on 21apr2026 for additional information, the third device sn# (B)(6). Worked. (B)(6) air leak in line/ marginal flow, (B)(6) no flow, (B)(6) worked.